Manufacturer narrative:
Initial reporter address: (B)(6). No further information is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Baxter received a report that progressa had burned bed and mattress power cord. The process step during which this occurred was unknown. There was no patient injury or death reported with this event.